Event description:
A caller reported receiving a minimum fill notification while attempting to load a new cartridge. There was no adverse impact to the customer's blood glucose level. The caller was initially unable to complete the load process after adding insulin to the cartridge. They were instructed by technical support to remove the pump from its case and clean the pneumatic tap area using an alcohol wipe or lint-free cloth. Although reloading the same cartridge did not resolve the issue, loading a second cartridge successfully allowed the pump to operate correctly. The caller was then assisted with replacing the pump in its case and was able to resume insulin delivery.